Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. On (B)(6) 2025, the physician capped and replaced the rv lead. The patient condition was stable.